Event description:
The customer observed falsely elevated architect b12 results generated for multiple patient samples. The following data was provided (customer¿s reference range 300-2000 pg/ml): 09may2023, sample ID (B)(6) initial result = 310 pg/ml, repeat = 630 pg/ml, 537 pg/ml, 299 pg/ml, 715 pg/ml no impact to patient management was reported.

Manufacturer narrative:
Update: additional information in section h4 - device mfg date. The field service representative (fsr) inspected the instrument and found the valve, manifold kit was aged. The part was replaced which resolved the issue, as no additional discrepant results have been reported since the service activity was completed. Return testing was not completed as returns were not available. An instrument service history review revealed one additional service ticket with discrepant/erratic b12 patient results. There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the architect i2000sr, serial number (B)(6) did not identify any trends associated with the complaint issue. A review of tracking and trending for the valve, manifold kit, did not identify any trends. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Device history record review did not identify any potential non-conformances. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the architect i2000sr, serial number (B)(6), or the valve, manifold kit, was identified.

Event description:
The customer observed falsely elevated architect b12 results generated for multiple patient samples. The following data was provided (customer¿s reference range 300-2000 pg/ml): (B)(6) 2023 sample ID (B)(6), initial result = 310 pg/ml, repeat = 630 pg/ml, 537 pg/ml, 299 pg/ml, 715 pg/ml. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.